Event description:
As reported, when the customer unpacked the packaging, it was identified that the outer packaging of the perfix light plug was damaged, which destroyed the sterile environment and could not be used. It was reported that the inner packaging of the mesh plug is not sealed properly and damaged. There was no reported patient involvement.

Manufacturer narrative:
As reported, the perfix light plug outer package was found to be damaged when received, which compromised the sterility of the device. As reported the subject device will be returned for evaluation but has not been received at this time. A photo has been provided and shows a portion of an open perfix plug carton with someone holding open a piece of the tyvek lid. The seal transfer on the blister tray is visible with no anomalies. The outer carton is not completely visible and outer carton damage cannot be confirmed. Photo cannot assist in determining root cause, however the most probable is transit damage as reported. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2023. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds the outer carton is damaged dented/creased. The damage to the outer carton does not appear to have damaged the inner sterile blister tray, as there was no physical damage observed. The transfer seal was reviewed and is fully formed with no voids. There was no issue found with the manufacture seal finding no deformation or channels within the seal. The open package is consistent with it having been manually opened. It is not known at this time if the customer opened the tray before or after noting the transit damage. In any event the customer had concern for product sterility as reported after noting the transit damage on the outer carton. No manufacturing anomalies were found. Based on the event as reported and sample evaluation no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, the perfix light plug outer package was found to be damaged when received, which compromised the sterility of the device. As reported the subject device will be returned for evaluation but has not been received at this time. A photo has been provided and shows a portion of an open perfix plug carton with someone holding open a piece of the tyvek lid. The seal transfer on the blister tray is visible with no anomalies. The outer carton is not completely visible and outer carton damage cannot be confirmed. Photo cannot assist in determining root cause, however the most probable is transit damage as reported. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when the customer unpacked the packaging, it was identified that the outer packaging of the perfix light plug was damaged, which destroyed the sterile environment and could not be used. It was reported that the inner packaging of the mesh plug is not sealed properly and damaged. There was no reported patient involvement.